Manufacturer narrative:
On 18-oct-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 31060102l number, and no internal action related to the complaint was found during the review. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. When checking right ventricle (rv) pacing before antitachycardia pacing (atp) loading, pacing could not be obtained despite the presence of electrical potential. Immediately after the rv catheter was withdrawn, blood pressure began to drop and effusion was confirmed. Drainage was performed immediately, and after 1000 units of drainage, it was confirmed that the effusion had improved. The patient then left the room as usual. Patient was conscious. Timing was approximately 5.5 hours after the start of the procedure, after completion of pulmonary vein isolation (pvi). Patient's outcome is improved. Physician's judgment on health hazard is non-serious (moderate/minor) and no relationship between the event and the product. It is thought to be caused by rv catheter (of another company) and the procedure. Atrial septal puncture was performed with rf needle. Ablation was performed before pericardial effusion or tamponade was identified. No evidence of steam pop. Irrigation catheter¿s flow rate setting was 2ml,~34w=12ml,~50w=15ml. Cf monitoring methods: real time graph; dashboard; vector; visitag. Visitag coloring settings: tag index. No error messages observed on biosense webster equipment during the procedure.